Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that the lens was exchanged for a different diopter and that the pt is doing well. There are two manufacturer's device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent in the gusset regions. The anterior and posterior optic surfaces were scratched. The optical resolution was acceptable and the lens power was verified to be correct as labeled. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There is one similar complaint reported in the lot that corresponds to the fellow eye of this pt. Additional info was requested and received. This report was mailed to FDA on: 06/06/2008.